Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 277054, expiration date 09/30/2011). Caller did not provide product information for the compact plus system. Test strips have been discarded.

Event description:
Customer reportedly received the following results on the mobile/compact plus system within 10 minutes: 332 mg/dl/160 mg/dl; 526 mg/dl/230 mg/dl. Customer reportedly received the following results on the mobile system within 10 minutes: 412 mg/dl, 13 mg/dl, and 155 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.